Event description:
It was reported that a procedure was performed to reposition the cylinder of this inflatable penile prosthesis (ipp). During the procedure, a hole was noted in distal cylinder. Upon removing and inspecting the implant, it was noted that there was a blemish in the outer layer of the tube of the other cylinder. Both cylinders were explanted and successfully replaced with new implant. No patient complications were reported in relation to this event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned componenets underwent a thorough analysis. The cylinders were visually inspected and leak tested. Visual inspection found that one cylinder had a hole in the proximal end consistent with sharp instrument damage. The other cylinder had four holes, also consistent with sharp instrument. These holes resulted in fluid leakage. The pump was visually inspected and underwent leak and functional testing. No visual damages or abnormalities were found. Based on the information available and analysis results, the time the holes occurred could not be ascertained; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a procedure was performed to reposition the cylinder of this inflatable penile prosthesis (ipp). During the procedure, a hole was noted in distal cylinder. Upon removing and inspecting the implant, it was noted that there was a blemish in the outer layer of the tube of the other cylinder. Both cylinders were explanted and successfully replaced with new implant. No patient complications were reported.